Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was received for evaluation. Review of the device history record confirmed error code 44510. Therefore, the main circuit board was replaced. Following replacement, the device passed all function and delivery testing.